Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. It was reported by the vad coordinator, that the patient underwent a heart transplant on (B)(6) 2019. The date was estimated. There were no device issues that accelerated the patient on the transplant list. No additional information was able to be provided. It was also communicated that it was unknown if heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , would be returned for evaluation. No product has been received to date. If the pump is received at a later date, this investigation may be reopened to include the evaluation of the returned device. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12dec2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated.

Event description:
It was reported that the patient underwent a heart transplant on or before (B)(6) 2019. There were no reported device issues that could have accelerated the patient on the transplant list. The device would not be returned for evaluation.